Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving taxol for a duration of 3 hours via an omni-flow pump. At the completion of the delivery, while the nurse was discontinuing the taxol and the tubing set, taxol was noted on the filter of the tubing set. The chemotherapy was cleaned up according to the facility's protocol. The tubing set was discarded. There were no reported adverse pt effects. No medical interventions were required.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep sample from the same lot was received. Investigation is not complete.